Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62 - user had poor technique test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 67 and 128 mg/dl. Customer did not want to disclose if the results were fasting or non-fasting, only that they were performed within one minute. Customer did not want to disclose anything about her medical history. Customer did not want to disclose if she was having any symptoms. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date at time of call is one week. Customer did not want to continue with the troubleshooting process and go through the meter memory. Customer states that the time and date is not set correctly. Customer did not want to continue with the troubleshoot the meter and go through the meters memory.